Manufacturer narrative:
Device received by manufacturer on 22 june 2018. Device evaluation: the device was evaluated on 28 june 2018. Visible damage 14cm from the tip was observed. Optic fibers are visible at the breach in the jacket and appear to be broken. When looking at the device tip, half of the fibers are dead (not transmitting light energy). When the device is plugged into simulated laser light, broken fibers are present at the kink and at the breach. When the jacket is examined under the microscope the damage appears to be from the inside out. When accessing lead(s) from the right side the device encounters a tight bend to get to the svc. Once the fibers break the continuous lasing weakens the jacket and allows laser energy to escape resulting in sub optimal performance. For this reason this is a use related failure.